Event description:
Caller reported experiencing a cartridge alarm issue with their pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue with consecutive cartridges and decided to replace the pump. The customer was instructed on how to store the malfunctioning pump and arrange its return within 10 days. A replacement pump was dispatched, and the customer was informed of the next steps once it was received. The customer acknowledged all instructions and intended to use multiple daily injections (mdi) as a backup therapy.